Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A device history record (DHR) was performed, and no internal actions were identified. The customer complaint could not be evaluated, as review of the submitted photo was inconclusive for defect evaluation due to the restricted visualization. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that during an endovascular embolization, a 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number: 10106521) was impeded in microcatheter hub and could not be pushed into the unspecified microcatheter (mc). The doctor tried to retract the stent; the stent was found detached from the delivery wire in y connector. The doctor removed the y connector and removed the stent and then switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 24-jun-2026 indicated that a guidewire in the microcatheter was used prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. One photo accompanied the complaint file. In said photo, the enterprise system can be seen inside the dispenser hoop. Detailed visualization of the enterprise system was limited, as the device remained inside the dispenser hoop, preventing adequate assessment of potential defects.